Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6), 2013, the patient experienced a return of symptoms, horrible ¿spasming¿, sweating and had an increased pulse 180+bpm. It was close to the patient¿s refill date, and they had cut it close as the patient was real sensitive. They contacted the patient¿s healthcare provider (hcp). The nurse who did the patient¿s pump refills stated the patient should not have had pump refill issues as it was not time for the refill. The patient was to come in within a week for refill (close but not past the alarm date). There were no pump alarms associated with this event. They were directed by the patient¿s hcp to a hospital. The patient presented to the hospital on (B)(6) 2013. At the hospital they felt the increase in pulse was pain related. They discharged the patient in the morning hours on (B)(6) 2013. The patient was no better and having the exact same symptoms. They talked to the physical medicine department and were directed to bring the patient in and when they got there, the emergency department was waiting for patient. At the hospital doctors could not extract one drip from patient¿s pump. A pmr doctor who was familiar with pumps came in after midnight and the doctor worked on it for approximately 45 minutes, called the pharmacy and got some baclofen and gave it to the patient. The patient was admitted for observation to see if it truly was the problem. It took several hours but the patient did respond. The patient was fine after that and everything returned to normal. The patient was discharged in the afternoon of (B)(6) 2013. The doctor thought the nurse was off on the alarm date and thought it probably would have alarmed (low reservoir alarm) by (B)(6) 2013. Drug delivered via the pump was baclofen 2000mcg/ml at a dose of 240.4mcg/day. Follow-up information indicated that the patient the event was caused by the patient¿s routine refill date being scheduled too close to the alarm date. The patient¿s alarm date was (B)(6) 2013 and was scheduled for a refill with a visiting nurse on (B)(6) 2013. The patient had come into the emergency room with increased tone, fever, sweating, and pain on (B)(6) 2013. In the emergency department, the patient¿s pump was refilled and she was kept/observed for a day (less than 24 hours) until her symptoms resolved. Hospitalization was not required as a result of the event, and the patient outcome was reported as no injury. It was further noted that the patient was very sensitive when the alarm date approaches. The visiting nurse scheduled the patient¿s refill appointment too close to the alarm date and the patient had symptoms. The pump refill resolved the problem and it was advised to have the patient¿s pump filled one week before the alarm date.